Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump control iq basal setting needed to be adjusted. Customer's blood glucose (bg) ranged from 42-198 mg/dl. Carbohydrates were consumed to address low bg. Reportedly, contact met with their healthcare provider and a tandem field representative to discuss setting adjustment.